Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance issue. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Revision to the initial MDR in block b5 event description and h6 device code. This supplemental report was created to capture additional information and this complaint no longer meets reportable criteria.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance issue. This lead was never in service. No adverse patient effects were reported. Additional information received indicates that while attempting to place this lead, the physician stated that the guidewire was stuck inside the lead. The physician removed the lead and wire without any issues and stated that some contrast may have gotten on the wire, therefore making it more difficult to move it inside the x4 lead. No adverse patient effects were reported.